Event description:
The customer stated, that the new clinical chemistry creatine kinase reagent lot #52044hw00 yielded quality control results out of range low. Different cartridges with the same lot # of the same shipment yielded the same results, while different cartridges with the same lot # of different shipment yielded acceptable results. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and/or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.